Event description:
It was reported via facility medwatch# 5083099 that balloon detachment occurred. The target lesion was located in the left iliac vein. A 16mm x 4cm, 75 cm xxl esophageal balloon catheter used for dilatation. However, upon removing the inflated balloon, the balloon sheared off in the left iliac vein. The physician attempted to use a snaring device to retrieve the detached balloon but was unsuccessful. The procedure was then ended and the patient was transferred to intensive care unit (ICU). Later that night, the patient was again transferred to cardiac cath lab where the physician re-attempted to snare the balloon material but still unsuccessful. Finally, the physician decided to place a self-expanding stent, successfully trapping the balloon material against the vessel wall. The patient was then transferred back to ICU. No further patient complications were reported and the patient was stable post-procedure.